Event description:
It was reported that after non device related surgery, the patient presented in backup vvi. A software download was successfully performed and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.